Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. Product returned was requested but not received to date. This case involves a product manufactured at (B)(4), but the registration number for that site is inactive. Since the product involved is similar to that sold in the us, we will be submitting this case under the registration number for (B)(4).

Event description:
Toxic shock syndrome [toxic shock syndrome]. Blood pressure drop down to 30 [blood pressure decreased]. Fever was 39 - 40 celsius (102.2 - 104 degrees fahrenheit) [pyrexia]. Very very sick [malaise]. Case description: a mother reported that her (B)(6) year old daughter used tampax pearl tampon unscented, absorbency unknown, every 4 hr as needed and developed toxic shock syndrome while using the tampon. Her daughter's blood pressure dropped down to 30 and she had a fever that was 39 - 40 celsius (102.2 - 104 degrees fahrenheit). Her daughter was hospitalized and received unspecified medical care and treatment. Her mother reported that her daughter was very very sick for the last few weeks but was getting better. The case outcome was improved. Other product used previously without incident: yes - used tampax pearl tampons for 5-6 months. No further information was provided.